Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. During bench testing, the device's pacing lead impedance measurements were out of range. The device was cut open for further extensive analysis. The analysis identified an anomalous component in the hybrid subassembly as the cause of the reported pacing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the ER due to patient notifier vibrations. The pacing lead impedance had increased. The lead was tested through an analyzer and no anomalies were found. When tested through the device, the pacing lead impedance measurements were still increased the device would not pace. The device was explanted and replaced.